Event description:
It was reported that during an arthroscopic surgery the device broke while screwing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed.one unpackaged ar-2324pslc-1 suture anchor, peek-swivelock® c, 4.75 x 19.1 mm, vented serial/batch (B)(6) was received for investigation. Visual inspection identified that the eyelet was broken, and the incident caused it to lose a piece. Functional testing was performed by moving the outer molded shaft from the inner shaft, and no resistance or issues were found. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.